Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant of the atrial lead, the suture sleeve was lost in the patient. The lead was removed and another lead was implanted. An x-ray and computed tomography (CT) scan was used and the suture sleeve was found to be close to the lungs. A snare catheter was successfully used to remove the suture sleeve. No patient complications have been reported as a result of this event.